Event description:
The manufacturer received information that during the bipap a40 device's evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the discovery was made that the ventilator is inoperative. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation of the device, the service technician could not extract the error code log. It was noted that the device was in a ventilator inoperative condition. The printed circuit assembly (pca) was replaced due to the ventilator inoperative condition. Additionally, the service technician noted dust contamination. The device was repaired by the service center after the evaluation was completed.

Manufacturer narrative:
This report is being submitted to correct the become aware date and event date.